Event description:
Customer reported the zipper pin does not align properly making it difficult to zip side a panel. Customer found issue during set-up but did not provide a date when discovered. No pt or injury was reported.

Manufacturer narrative:
Results: eval of the returned product found an open slider on the pt access of panel side a. The pull tab is missing on the red zipper and on the mattress envelope and there are 2 inches of the nylon that are frayed on panel a. Panel d has elastic tears and 3 inches of frayed nylon. Window c has 1 inch broken stitches in the zipper tape. (B)(4).